Manufacturer narrative:
There was no indication of any malfunction of the device. We filed (B)(4) via mail on (B)(6) 2015 based on information from attorney's office; on (B)(6) 2015 we received an MDR from the hospital itself that had further information so I filed the supplemental via emdr that contains the new information. I have used the hospital's reporter information on this supplemental and used the date (B)(6) 2015 as when we rec'd the report.

Event description:
Allegedly, the patient was diagnosed with leiomyosarcoma shortly after undergoing a robotic assisted laparoscopic supracervical hysterectomy procedure in which a karl storz morcellator was used; patient later expired.

Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the pt was diagnosed with leiomyosarcoma shortly after undergoing a robotic assisted laparoscopic supracervical hysterectomy procedure in which a karl storz morcellator was used.